Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in cracked top of case, and both front lower corners and right plunger case. Unable to duplicate the customer?s reported issues. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced speaker for preventive measure. Performed power up process, and all functional testing on the device which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that auxiliary control unit watchdog and primary audible alarm background test events occurred. No patient injury reported.